Event description:
My medtronic minimed 780g sn (B)(6) insulin pump using the guardian sensor has been giving false readings. Today's being the worst one yet. It read my glucose at 97 I felt low, so I did a finger stick. My blood glucose was 73. Not a technical low but the gap in numbers is too huge not to report.